Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device and two (2) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and the reported issue of leakage causing mold was observed. A visual inspection of the on the actual sample was performed, and the reported issue of leakage observed due to mold observed in the over-pouch and exterior of the sample. Functional testing using tap water was performed, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack for cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was contained within the overpouch. The device contained glucose 10% and sodium chloride 0.9%. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.